Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump had critical pump error. Customer's blood glucose value was 150 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will returned device for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. The insulin pump was received with corroded electronic assemblies and corroded motor home switch.